Event description:
A surgeon reported he explanted an intraocular lens (iol) due to patient's decreased vision. Patient outcome reported as good.

Manufacturer narrative:
The explanted lens was returned for evaluation and the lens diopter was confirmed to be correct as labeled. The product was noted to be damaged. There was a scratch on the optic on the lens. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. Product history records were reviewed and all documentation indicated the product met release criteria. There are no other reports in the lot. Add'l info was requested on 02/18/2008 by mail and by fax. A completed questionnaire was received from the surgeon.